Manufacturer narrative:
This product(referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation. The device history record was reviewed, and no irregularities were noted. This adverse event would be related to poor manipulation during cutting of this product. However, the cause of this adverse events has not been specified. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Cutting edges or trapezoids may cause cracking or inappropriate breaking, etc. This report is being submitted as a medical device report is an abundance of caution.

Event description:
This adverse event (breakage due to product cutting) occurred when a surgeon was cutting this product (bone void filler) during high tibial osteotomy (hto) by using a cutting apparatus different from that dedicated to this product. The surgeon cut this product several times to make an artificial bone block fitting into the bone defect formed after osteotomy, but the product repeatedly fractured. The surgeon managed to complete the surgery by implanting the trimmed but fractured product into the bone defect. After the surgery, the surgeon investigated the cause of this adverse event and found distortion in the clamp of the cutting apparatus. The surgeon concluded that the distortion in the clamp created a gap between the base of the cutting apparatus and this product.